Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial surgical procedure? What procedure was performed and what was approach (open, laparoscopic or other)? Were any concomitant procedures performed? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications date - time of onset of fistula, abscess, pain, and bleeding from the surgical procedure? What was the source and triggering event of bleeding and the volume of blood loss? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was medical intervention performed for fistula, abscess, pain, and bleeding? Results? Please provide date and surgical findings or re-operation. Was any abnormality of the device noted prior to, during or after the procedure? Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It as reported that the patient experienced an abdominovaginal fistula along line of mesh. It was also reported that the patient experienced chronic discharging abscess pain and bleeding. It was reported that the tape was removed and there was already partial removal elsewhere. Additional information was requested.